Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillating impedance was noted on the right ventricular lead. The non-sjm device was reprogrammed to resolve the issue and the patient was stable.